Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. A photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. During the preparation of procedure, the butterfly pin needle was allegedly found to be damaged. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows the partial view of a clinician holding an infusion set. One of the butterfly wings is noted to be missing. The missing wing appears to be broken and separated from the infusion set. Therefore, the investigation is confirmed for the reported material integrity and identified fracture and material separation issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI power port isp. During the preparation of procedure, the butterfly pin needle was allegedly found to be damaged. There was no patient contact.